Event description:
It was reported that noise was observed simultaneously on the atrial and ventricular channels. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.